Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was 555 mg/dl and was being treated with manual lantus and humalog injections. At the time of the call, the customer's blood glucose level was 221 mg/dl.